Event description:
It was reported by the rep that the (1) tlc 55 was used during a bowel resection procedure. It was reported that the device partially fired but would not cut tissue. The instrument jammed on the third firing. There was no injury to the pt.